Manufacturer narrative:
Correction; b7, d10, and h6 (health effect impact code).

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service department that they can't turn on cycler during power up. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys did not make any sound when pressed; ok and stop button did not light up. The reported issues were not a result of the supplies. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested, however; to date has not been provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were no other visual discrepancies found during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service department that they can't turn on cycler during power up. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys did not make any sound when pressed; ok and stop button did not light up. The reported issues were not a result of the supplies. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested, however; to date has not been provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.